Manufacturer narrative:
Add'l lot #: 174338f. Exp date for lot number 174338f is 11/30/2011.eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined at this time. Add'l info was requested via mail on 01/05/2011 and 01/31/2011; via phone on 01/17/2011. (B)(4).

Event description:
A consumer reported, she went to the doctor with symptoms of decreased vision and having trouble focusing following the use of this product. She stated, her doctor diagnosed her with holes in her cornea. She noted it is getting harder for her to read. She reported her doctor prescribed her a steroid/antibiotic combination for 10 days and requested she discontinue contact lens use for 10 days. Add'l info has been requested.